Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 10, 2020 - april 13, 2020. H10: the actual device was received for evaluation. A visual inspection was performed, there was no evidence of a ruptured bladder; however, it was noted that there was fluid inside the housing of the returned device due to a missing film-wrap. Since the film-wrap was missing, the bladder would not inflate during fill and the fluid would leak directly inside the housing. The cause of missing film-wrap was due to a manufacturing assembly error. The reported condition was verified. The cause of the reported issue was the missing film-wrap due to a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.